Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 2 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.